Event description:
It was reported that a flogard infusion pump would not infuse. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The reported condition was confirmed as an f94 alarm code. The cause of this code was determined to be a defective/inoperative main battery. The main battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.